Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02277. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted in order to treat menometrorrhagia, cystic ovaries, uterine prolapse, stress urinary incontinence, and cystocele concurrently with a laparoscopic assisted vaginal hysterectomy/right salpingo-oophorectomy and a cystoscopy. No additional information was provided.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02277 and 2210968-2013-33591. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and on (B)(6) 2010 and mesh was used during each surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 in order to treat stress urinary incontinence. It was reported that the patient experienced increased irritative voiding, symptoms of urgency, hesitancy and obstructive symptoms. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and other outcomes. The patient underwent removal on (B)(6) 2007. The patient underwent mesh implantation on (B)(6) 2010 in order to treat stress urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02277. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, foul smelling and cloudy urine.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, foul smelling and cloudy urine.

Manufacturer narrative:
(B)(4).: it was reported that following insertion the patient experienced urinary tract infections, urinary frequency, nocturia, and urinary retention.